Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient disconnected the minicap. The peritonitis was manifested by abdominal pain. The patient was admitted to the emergency room for 24 hours and was diagnosed with peritonitis; however, it was not reported if the patient was treated for peritonitis. At the time of this report, the patient has recovered from peritonitis and abdominal pain. Pd therapy was ongoing. The patient was retrained in the proper aseptic technique. No additional information is available.